Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-8990st fibertak was inserted into the patient but the anchor did not seat. Surgeon opened another fibertak and it worked perfectly. During the same procedure, an ar-2324bct-2 4.75 swivelock anchor broke off into the patient's bone when being inserter. Surgeon removed all broken fragments and opened another 4.75 swivelock, however, after removing the inserter, the anchor pulled out of implantation site. A third swivelock was opened to complete that portion of the procedure. Then, while using an ar-8979p dx swivelock, it unraveled from the inserter and pulled out. Surgeon was able to use another swivelock to complete the procedure. This was discovered during a lateral ankle stabilization procedure on (B)(6) 2022. No further issues has been reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.